Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified that the device has broken shell and creases. A weight test of the device was completed and the device is underweight. A microscopic analysis was performed which identifies broken sharp opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis, the final assessment is one sharp edge opening in the posterior side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device was explanted.